Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shocking lead impedance greater than 125 ohms. The physician attempted to extract the lead but despite using several extraction systems only part of the lead could be removed. Intervention is planned to completely extract the lead in the future a new subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted as a replacement. No adverse patient effects were reported.